Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device not available.

Event description:
The reported icp sensor was implanted to a patient on (B)(6) 2017. On (B)(6), when explanting the icp sensor, the sensor tip was detached from the cable. The surgeon pulled the cable part strongly, and this may have caused the breakage. The sensor tip might be remained in the patient¿s body from CT image. The surgeon noticed that the remained cable was stretched. The surgeon commented that when pulling out the sensor, the tip of icp sensor was stuck in the patient¿s skull. The patient¿s condition is under monitoring but no problem was reported. No further information was provided by the hospital.

Manufacturer narrative:
It has been communicated that the device will not be made available for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. If additional relevant information is received in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.